Manufacturer narrative:
This device was rec'd. Investigation is not completed.

Event description:
The customer contact reported that during testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse pt events while the device was a clinical use. Through requested, no additional info was provided.